Event description:
The customer stated an architect i2000sr analyzer generated a false positive bhcg result for one patient sample. The analyzer generated a bhcg result of 384.44 on 02/14/2013. On (B)(6) 2013 the patient was redrawn and bhcg results of <1.2 and <1.2 were generated. The original sample was then repeated and a bhcg result of <1.2 was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending identified no adverse trend related to the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.